Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that one day following an intraocular lens (iol) implant procedure, the patient presented with an inflammatory reaction. The patient was treated with eye drops and anti-inflammatories, and the symptoms resolved. The iol remains implanted. Additional information has been requested but has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the patient was treated with antibiotics.